Event description:
It was reported to baxter (B)(4) that there was leakage from the silicone tubing of the transfer set found during use. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). The sample has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). A evaluation of the actual sample was conducted and no issues were found related to the reported condition during the evaluation. Visual inspection performed with no issues related to the report of a leak. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Sample was not confirmed for the reported problem.